Event description:
It was reported that the patient started using the tens unit 5 days ago. The patient noticed the tens unit was turning off their implantable neurostimulator (ins). The patient also noticed because the ins was turned off, they had leakage. The patient just turned back on the ins after using the tens unit. The patient usually used the tens unit on their neck and shoulders, but had used it on their lower back. The patient felt extra stimulation when they placed a tens unit on their lower back. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va045ul, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient¿s concern was that they were never informed that a health care provider (hcp), for example their chiropractor, should seek guidance before treating them following their implant. The patient was also never informed that caution should be used with the use of a tens device, especially close to their implant.